Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pruritus ("rashes or skin conditions type: continuance itching in lower region causing redness and major irritation everyday"), skin irritation ("rashes or skin conditions type: continuance itching in lower region causing redness and major irritation everyday"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), urinary tract infection ("infection: uti"), fungal infection ("infection: yeast infection") and dermatitis allergic ("treatment of her skin from allergy all"). In (B)(6) 2013, the patient experienced hyperhidrosis ("hormonal changes describe: hot/sweating") and feeling hot ("hormonal changes describe: hotness/sweating"). In (B)(6) 2014, the patient experienced diplopia ("vision/eye problems type: double vision") and dry eye ("dry eyes"). On an unknown date, the patient experienced pelvic infection ("infection (other) describe: pelvic"), candida infection ("candidiasis"), bipolar disorder ("psychological or psychiatric problems condition: bipolar: episodes had greatly intensified and created a multitude of problems for her and her family"), grief reaction ("grief"), libido decreased ("low libido"), uterine cervix stenosis ("reproductive system disorder or condition type of disorder or condition: post stenotic cervix"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("right fallopian tube - benign paratubal cysts"), abdominal pain lower ("right lower quadrant pain"), abdominal distension ("bowling ball like feeling") and sluggishness ("sluggish") and was found to have leiomyoma ("leiomyomata,") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy)). At the time of the report, the abdominal pain, migraine, dysmenorrhoea, abdominal distension and sluggishness had resolved, the hyperhidrosis, feeling hot, vaginal haemorrhage, menorrhagia, pelvic infection, candida infection, grief reaction, libido decreased, pruritus, skin irritation, uterine cervix stenosis, adenomyosis, tooth disorder, leiomyoma, adnexa uteri cyst, diplopia, dry eye, fatigue, urinary tract infection, fungal infection, dermatitis allergic and abdominal pain lower outcome was unknown and the bipolar disorder, allergy to metals and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, bipolar disorder, candida infection, dermatitis allergic, diplopia, dry eye, dysmenorrhoea, fatigue, feeling hot, fungal infection, grief reaction, hyperhidrosis, leiomyoma, libido decreased, menorrhagia, migraine, pelvic infection, pruritus, skin irritation, sluggishness, tooth disorder, urinary tract infection, uterine cervix stenosis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: unilateral occlusion (left tube occluded),; in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received events "hormonal changes describe: hot/sweating, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, candidiasis, psychological or psychiatric problems condition: bipolar: episodes had greatly intensified and created a multitude of problems for me and my family; grief; low libido, rashes or skin conditions type: continuance itching in lower region causing redness and major irritation everyday, migraines/headaches, reproductive system disorder or condition type of disorder or condition: post stenotic cervix, adenomyosis, dental problems, nickel allergy, dysmenorrhea (cramping), tumor/ teratoma/cancer type:leiomyomata, right fallopian tube - benign paratubal cysts, pain, vision/eye problems type: double vision, dry eyes, fatigue, weight gain/loss specify which one: weight gain,infection: yeast infection, uti, treatment of her skin from allergy all, right lower quadrant pain, bowling ball like feeling, sluggish" were added. Outcome of events " migraine, cramping, sluggish, abdominal pain" were updated as recovered and weight gain, bowling ball feeling, psychological, itching from nickel allergy" were updated as recovering. Reporter information, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.